Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was placed on the mitral valve; however, during efaa, the clip opened. Troubleshooting attempts did not resolve the failed efaa attempts. The cds was removed and replaced with a second cds. The procedure was successfully completed with an mr reduction to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported clip opening during (efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.